Manufacturer narrative:
Report source: the medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming for high pressure, but the patient observed no kinks in the line. The patient was able to switch to a backup pump which was infusing fine. The reported product fault did not occur while in use with a patient. The infusion was life sustaining and there was no reported adverse event.